Manufacturer narrative:
(B)(4). The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported out of range rv impedances which trigger a lead safety switch. The lead safety switch switches the configuration to unipolar, which for this patient caused twitching to be felt.

Event description:
It was reported that this patient underwent an explant procedure for this dual chamber pacemaker. The device was successfully explanted and replaced. The device was returned to boston scientific for analysis. This report is being filed as device evaluation was completed. No additional adverse patient effects were reported.